Event description:
Medtronic blood management was informed through a sales representitive that product was involved in a blood exposure incident involving a hosp nurse. The hosp was using a autotransfusion device and disposable manufactured by medtronic blood management. This system is designed to clean shed blood during surgeries. The machine had processed the red blood cells and was in the process of sending the product to the blood holding bag. The machine is designed to switch the direction of the pump following the empty cycle and return any fluid remaining in the tubing lines back to the reservoir. The hosp closed the clamp on the reservoir line blocking the fluid pathway. This is reported to have resulted in the line blowing off the reservoir step down connector and spraying one nurse with the pts blood in the face. The directions for use state that this line is to be opened once the line is attached to the reservoir.